Event description:
The customer stated the architect i2000sr analyzer generated error code 1007 (unable to process test, activated read failure). The customer stated patient samples had to be retested twice before generating results for the ca125 only. There was no known impact to patient management.

Manufacturer narrative:
(B)(4). Upon further review, the investigation unit has evaluated this customer complaint and determined it is not associated with remedial action reporting number 1415939-2/27/09-003-r, therefore, is unassigned. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Note: date of event and procedure date are unknown. This event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction. This manufacturer report is being submitted baed on the evaluation results. It was reported to boston scientific corporation in 2009 that a trapezoid rx lithotripter compatible basket was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complaint, during the procedure, the device did not open prior to grasping the stone. The procedure was completed with another trapezoid rx lithotripter compatible basket. There were not patient complications reported as a result of this event.